Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I beq-hmod 70000-USA oxygenator (lot number 70068187) leaked at the gas outlet port during a procedure. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was cleaned and disinfected prior to being analyzed in the laboratory. A leak test was performed and the testing confirmed the complaint condition. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane of fibers. Also, there was a leak in the polyurethane adhesion, which was caused by fiber shrinkage. The product records were reviewed and no deviations were identified. The supplier was contacted regarding the complaint event. However, the root cause for this complaint condition is unknown. (B)(4).